Event description:
The customer alleges that the nebulizer is detaching from the aerosol mask. Clinicians are attaching a nebulizer, which they think is a hudson product but not sure, and at the connection point the nebulizer will either slowly migrate off the face mask, or in some instances the disconnection will happen immediately when pressure is applied to the nebulizer. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Device history records was reviewed and there was no issues related to this complaint on the product and its components during the manufacture of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. Customer complaint cannot be confirmed based only on the information provided. An attempt to duplicate the failure mode was made, but at the time there was no inventory of the involved product code available at the facility nor is it being manufactured at the time. If the device sample becomes available this investigation will be updated with the evaluation results.